Event description:
A malfunction alarm labeled as malfunction code 12 was reported, and the customer sought assistance in resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the customer, and confirmed that the malfunction did not recur post-reset; the customer was told to continue using the pump and to call back if the issue happened again.